Manufacturer narrative:
Component code: g03001. Service performed extensive troubleshooting. Service deemed the syringe assembly, vortexer, pressure monitor sensor and valve manifold kit as the likely causes for the issue. The part replacements resolved the issue. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i1000sr service and support manual contains adequate information for troubleshooting erratic results on the architect system and removal, and replacement of the parts. The service history of the 1sr50622 verifies no subsequent issues have been reported related to erratic discrepant results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated architect stat high sensitive troponin-I results were generated for two patients. Patient 1: sid (B)(6) tested on (B)(6) 2021. Initial positive result of 28.9 ng/l retested on march (B)(6) 2021 was 11.6, 11.3 and 10.7 ng/l. Age and gender unknown. Patient 2: sid (B)(6) tested on (B)(6) 2021. Initial positive result of 36.8 ng/l retested on (B)(6) 2021 was negative at 1.5, 1.2 and 1.4 ng/l. Age and gender unknown. The customer's risk ranges for the assay are as follows: males: low risk <6, moderate risk 6-12, high risk >12 ng/l. Females: low risk <4, moderate risk 4-10, high risk > 10 ng/l. No adverse impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.